Event description:
Same case as MDR#: 2134265-2011-03101. It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the distal, mid, and proximal right coronary artery. The physician advanced the 28mm x 4.00mm ion stent delivery system through a non-bsc rotating hemostatic valve, however the device was unable to advance. Upon removal of the device it was noticed that stent damage had occurred. Then the physician advanced the 32mm x 4.00mm ion stent delivery system through the same non-bsc rotating hemostatic valve, however the device was unable to advance. Upon removal of the device it was noticed that stent damage had occurred. The procedure was completed with a different unspecified hemostatic valve and unspecified taxus liberte. No patient complications were reported and the patient's current status is fine.

Manufacturer narrative:
Device evaluated by MFR.: received product consisted of a taxus element/ion monorail stent delivery system and stent. The balloon was tightly folded. The stent was stretched distally starting at the sixth row (from the proximal edge). Multiple stent struts in the middle and on the distal end of the stent were bent distally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR#: 2134265-2011-03101. It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed lesion being treated was located in the distal, mid, and proximal right coronary artery. The physician advanced the 28mm x 4.00mm ion stent delivery system through a non-bsc rotating hemostatic valve, however the device was unable to advance. Upon removal of the device it was noticed that stent damage had occurred. Then the physician advanced the 32mm x 4.00mm ion stent delivery system through the same non-bsc rotating hemostatic valve, however the device was unable to advance. Upon removal of the device it was noticed that stent damage had occurred. The procedure was completed with a different unspecified hemostatic valve and unspecified taxus liberte. No patient complications were reported and the patient's current status is fine.